Event description:
The customer contacted stryker to report their device would power off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device. The device did not shut down during inspection. The connection p23 was reseated to j23 and the device passed all subsequent testing. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would power off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.